Manufacturer narrative:
One incise zr coping was returned for inspection cemented to a three unit bridge. Visual inspection revealed that the coping is fractured at the bottom of the feature. The remaining side of the coping could not be viewed in this condition. Returned devices were examined visually by the naked eye and through magnification. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. As the product has been obsoleted, no additional actions are required. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device product code - elz (product is obsolete).

Event description:
The doctor reported zirconia cooping fractured.